Manufacturer narrative:
(B)(4). It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: j stomatol oral maxillofac surg. 2018. Doi: https://doi.org/10.1016/j.jormas.2018.03.001. [(B)(4)].

Event description:
It was reported via journal article: "title: hubner¿s tarsomarginal grafts in eyelid reconstruction: 94 cases". Authors: t. Vimont, d. Arnaud, a. Rouffet, j.-p. Giot, a.s. Florczak, p. Rousseau. Citation: j stomatol oral maxillofac surg. 2018. Doi: https://doi.org/10.1016/j.jormas.2018.03.001. In 1976, hubner described a technique to repair full-thickness eyelid defects using a tarsomarginal graft covered with a local flap. This simple technique addresses both functional and aesthetic requirements of eyelid reconstruction by using tissue from the contralateral eyelid. The aim of this study was to determine the appropriate role of this uncommon technique in eyelid reconstruction. In total, 94 tarsomarginal grafts were performed on 70 patients (38 male and 32 female patients; age range: 12 to 87 years old). Thirty-seven were upper eyelid reconstructions, 57 lower eyelid reconstructions, and 24 on both upper and lower eyelid. The defect was then repaired in layers, first by approximating the tarsal edges of the graft and defect at the grey line with two stitches using with mersilk 6-0 suture, which was hanged for either 1 to 2 days. The lateral graft edges were then secured to the remnants of the native tarsus and conjunctiva with vicryl 6-0 absorbable sutures using a round needle. In the sample, a local lower eyelid myocutaneous rotation flap was used to cover the graft and was closed with mersilk 6-0 sutures, which were removed after 6 days. Reported complications included conjunctivitis (n-7), partial necrosis (n-6) which required revision due to ectropion (n-3) and 1 patient which was associated with conjunctivitis, hematoma (n-1), total graft necrosis following necrosis of the cover flap (n-1), local infection (n-1), necrosis of the distal part of the flap without graft necrosis (n-1), partial dehiscence (n-1), ectropion (n-13) which required secondary procedures, and unaesthetic scar retraction (n-17) which required another surgical procedure. It was concluded that this simple and reliable technique ensured the closure of full-thickness eyelid defects covering up to 3/4 of the eyelid length. The procedure should be more widely used as it guarantees high quality eyelid reconstruction.